Event description:
During preparation for use for a cardiopulmonary bypass procedure, the level sensor gave a false low level alert. The sensor was replaced. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Evaluation in progress, but not concluded.